Event description:
A malfunction was reported on the pump by the customer. There was no reported impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer understood and acknowledged.